Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that lv amplitude was increased and the physician will continue monitoring and retest thresholds at a future follow up.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Capture was noted to be appropriate. No adverse patient effects were reported. This product remains implanted and in service.